Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient could not get their ins to recharge. They charged the controller to 100% and then tried to recharge the ins, however the ins was at 40% and would not go past 40%. They tried all of their therapy settings and groups b and c worked like they were supposed to when they cranked up the settings really high. When the patient cranked up group a up to 15 and they had a mild tingle versus something that was intense that would pretty much make them lay down. The patient attempted to recharge the ins and they confirmed seeing a green light flashing above the screen. The patient noted the other time the light was a consistent green. The patient stated the recharging indicated the ins was at 30%, however recharging quality wasn't indicated. The device was working and the controller was recharging with the controller battery at 100%. It was discovered the patient was not using the recharger in the controller to recharge the ins and they had the controller connected to the ac power supply. The patient connected the recharger to the controller and started to recharge the ins. They initially saw poor recharge quality, however after repositioning the re charger they confirmed seeing recharging excellent next to the ins. Pt stated that they had the worst time trying to get the recharger in the right spot over the ins. Pt confirmed that there was no apparent damage to the equipment. Pt then stated that the ins helped their legs and feet but that they felt that the ins was pushing/smashing down on where they had their fusions, so their fusions hurt really bad and their back locked up. Pt stated that they were supposed to see their pain management healthcare provider on november 18th to further discuss the issue, however their father went into hospice. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.